Event description:
Device 1 of 2: reference MFR report: 3006705815-2017-00715. Follow up identified surgical intervention was taken on (B)(6) 2017. During the procedure the patient's leads were repositioned to the original placement. Stimulation therapy in the patient's painful areas was reportedly restored.

Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 3006705815-2017-00715 it was reported the patient was not receiving effective stimulation therapy from the scs system. A company representative met with the patient and performed reprogramming of the patient's system but therapy could not be achieved on the patient's target area. X-ray taken revealed the patient's leads migrated down.